Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: (B)(4) unit of lot c2117515 of echo-hd-22-ebus-p was returned opened in its original packaging. It should be noted that this file is related to another complaint file. For details of the other investigation please refer to (B)(4). The device related to this occurrence underwent a laboratory evaluation on (B)(6) 2024 and a lab re-evaluation on (B)(6) 2024. Sheath extender able to advance and retract without issue. Needle able to advance and retract without issue. Sheath extender moved to position 1 and thumbscrew tighten, attempted to advance and retract sheath extender but unable to as would be expected. Manufacturing records: prior to distribution, all echo-hd-22-ebus-p devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-ebus-p of lot number c2117515 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0060 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0060). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the thumbscrew on the sheath adjuster not tightened fully. Subsequently the sheath extender not tightened sufficiently leading to the issues encountered. No defect (functional or visual) was observed during the evaluation of the device. Summary: complaint is confirmed based on customer and/or rep testimony. No patient information was shared. However, it was confirmed that the patient was ultimately punctured on another day. Complaints of this nature will continue to be monitored for similar events.

Event description:
The sheath kept coming out a bit on its own, but it was properly tightened. In the end we were unable to puncture.

Manufacturer narrative:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 10-sep-2025 as the complaint no longer meets the description of a reportable incident (there is no verifiable failure identified with the device(s)). FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring. Device evaluation: 1 unit of lot c2117515 of echo-hd-22-ebus-p was returned opened in its original packaging. It should be noted that this file is related to another complaint file. For details of the other investigation please refer to (B)(6) (B)(4). The device related to this occurrence underwent a laboratory evaluation on 28 march 2024 and a lab re-evaluation on 25 july 2024. Observations from the lab evaluations were as follows; sheath extender able to advance and retract without issue. Needle able to advance and retract without issue. Sheath extender moved to position 1 and thumbscrew tighten, attempted to advance and retract sheath extender but unable to as would be expected. Related files (B)(4) had previously been investigated, peer reviewed and closed but after discussion between the clinician and representatives from regulatory communications dept. It was recommended that the severity rating and failure effect section should be updated. After request to engineering for alignment to the proposed updated failure effect section, a response was received where it was determined after reviewing the complaints again that there was no device failure and the issue arose from user technique. As a result of the above feedback from engineering a request was made to re-open both files and make the relevant updates to the files. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label: the notes section of the instructions for use, ifu0060 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0060) image review: an image was not returned for evaluation. Root cause analysis: n/a. ¿no root cause determination required: for unconfirmed complaints where the customer claim is not confirmed through supporting evidence or for negative/positive feedback where the complaint is based on customer opinion¿. Through the lab evaluation no issue (visual or functional) was observed with the device. If the user adjusts the sheath prior to reaching the desired/final location, this issue can occur as slight changes in sheath position occur during scope maneuvering i.e. As the scope position changes from a straight position to a position with bends. Confirmation of complaint: complaint cannot be confirmed as there is no supporting evidence to identify the complaint failure. Corrective action/correction no patient information was shared. However, it was confirmed that the patient was ultimately punctured on another day. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 10-sep-2025 as the complaint no longer meets the description of a reportable incident (there is no verifiable failure identified with the device(s)). FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.